Event description:
It was reported to philips that the device failed the defibration operational testing.

Event description:
It was reported to philips that the device failed the defibration operational testing. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Due to the noted issue, a capacitor was requested and replaced to return the device to working condition. Based on the conclusion of the investigation, it was determined that this malfunction of the capacitor. Per fse a replacement capacitor was ordered and replaced to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.